Event description:
It was reported that the radiofrequency programmer head had a broken cord. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090 programmer; product ID r2067 radiofrequency programmer head. (B)(4).